Manufacturer narrative:
Further review has determined that this event is not reportable, and the medwatch is retracted.

Manufacturer narrative:
(B)(4). According to the gore¿ excluder¿ aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak and component migration.

Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm. The physician implanted four gore¿ excluder¿ aaa endoprostheses. The procedure was successful, and the patient tolerated the procedure. On 5-apr-2021, the gore fsa was sent images by a physician for a patient that they would like considered for the (B)(6) trial. The rmt281414 had migrated, and was now lying sideways in the aneurysmal sac, resulting in a type ia endoleak. No decision has been made regarding reintervention at this time. Images were returned for evaluation. The evaluation stated: the previously implanted endograft appears to be approximately 45mm distal to the lowest renal artery. The aortic diameter just distal to the lowest renal artery ~ 42mm (average) no pre-implantation images are available to assess diameters and lengths. The aorta appears tortuous. There is no evidence of graft kinking or abnormality within the graft excluding the fact that it appears 4cm distal to the lowest renal artery. The left hypo appears to have been covered during the device placement. There does not appear to be any evidence of a type 1b endoleak.